Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) occurred during dwell 1 was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 1. The technical service representative (tsr) assisted the home patient (hp) to power the cycler. The tsr advised the hp that air has entered the setup and therapy has ended. The drain bag was leaking. The tsr advised the hp to inform the nurse of the alarm. The hp stated they used a sharp object to open the supply boxes; the tsr advised the hp to not use sharp objects when opening supply boxes. Product surveillance contacted the nurse on (B)(6) 2011. The nurse stated that the event was not reported to her and no adverse events were reported from the patient. No patient injury or medical intervention was reported. No further information is available.